Manufacturer narrative:
The insulin pump not received stuck in manufacturing mode. The pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents and no unexpected low battery alarm noted. Unable to download carelink pro. Unable to determine the root cause, problem. The pump was received with faded serial number label, scratched case and minor scratched lcd window.

Event description:
The customer's mother reported via phone call they try to upload pump data but they can not see it. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump is being replaced and is expected to return for analysis.